Manufacturer narrative:
(B)(4). Batch # m52m9g. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Video analysis: during the first video several devices can be appreciated, a couple of harmonic, trocars and a grasper devices handling tissue. A cut was performed, and then the tissue is suture. Slightly bleeding is observed. A blue reload was used to join the tissue, it cut and staple as intended. Slight bleeding can be seen along the staple line, and then suture was performed. On the second video the proximal part of the anvil with a green reload can be seen, it fired and cut as intended, a clip was placed at the beginning of the cut, behind to the staple line. Another blue cartridge reload was used, bleeding on the staple line can be appreciated, and suture was used on the bleeding side. A blue reload was used to continue the cut, it cut and fired as intended, another blue reload was used and also cut and fired as intended. Again suture is used over the staple line. The bleeding continues along the staple line, a blue cartridge is introduced and it cut and fired as intended. At the 36:50 mark, a couple of harmonic devices performed a cut, and a purple reload is used to join the tissue, the device used does not appear to be an ethicon device. Bleeding on the inside of the tissue occurred after the device was fired. Suture is applied on the tissue. In the third video at the end tissue can be seen cut with a harmonic device, bleeding was observed. The fourth video shows tissue manipulation, the bleeding continues, suture, and a clip were used on the tissue, and gauze was applied to clean. Staples not properly closed can be appreciated; two clips and a staple were applied. Gauze was used and the tissue was cleaned, over the tissue a clip and an unformed staple can be appreciated. Based on the video alone the event described is confirmed, unfortunately there is not enough evidence in the video to determine root cause. Intra-operative videos were provided. During the first video, several devices can be visualized. Several harmonic devices, trocars and a grasper were handling tissue. A cut was performed, and then the tissue is suture. Slight bleeding is observed. A blue reload was used to join the tissue, it cut and stapled as intended. Slightly bleeding can be seen along the staple line, and then suture was performed. On the second video the proximal part of the anvil with a green reload can be seen it fired and cut as intended, a clip was placed at the beginning of the cut, behind the staple line. Another blue cartridge reload was used, bleeding on the staple line can be appreciated, and suture was used on the bleeding side. A blue reload was used to continue the cut; it cut and fired as intended. Another blue reload was used and also cut and fired as intended. Again, suture is used over the staple line. The bleeding continues along the staple line, a blue cartridge is introduced and it cut and fired as intended. At the 36:50 mark, a couple of harmonic devices performed a cut, and a purple reload is used to join the tissue, the device used does not appear to be an ethicon device. Bleeding on the inside of the tissue occurred after the device was fired. Suture is applied on the tissue. In the third video at the end, tissue can be seen cut with a harmonic device, bleeding was observed. The fourth video shows tissue manipulation, the bleeding continues, suture, and a clip were used on the tissue, and gauze was applied to clean. Staples not properly closed can be appreciated; two clips and a staple were applied. Gauze was used and the tissue was cleaned. Over the tissue, a clip and an unformed staple can be appreciated. Based on the video alone, the event described is confirmed, unfortunately there is not enough evidence in the video to determine root cause. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, all three stapler lines were found to be bleeding and the tissue was sticking on the surface of the reload. The surgeon had to reinforce on the staple line as security. The procedure was prolonged by thirty minutes. There were no adverse consequences for the patient reported. One device was discarded.